Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on august 24, 2007 and alleged that her one touch ultra meter was giving inaccurate control high results. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that all alleged issue first occurred on the day before, at 10:30 am. She obtained results of 154 mg/dl and 151 mg/dl when she performed control solution tests with range of 101-134 mg/dl. Therefore, both the tests failed high outside the range. The pt also reported experiencing being sweaty and fatigued after the reported issue began. She treated self with food/beverage. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly to match the code on the test strip. However, it was discovered that the patient was not using the correct control solution (use error). Although treatment is not to be based on control solution results, and there is no allegation of inaccuracy of the blood glucose results, this complaint is being reported because the patient allegedly developed symptoms after the reported issues started. She treated self with food/beverage. The reported issue was resolved with troubleshooting since the patient was using incorrect control solution. Replacement products were sent to the lay user/patient.